Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation is due to the patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, thin friable leaflets, poor leaflet tissue quality, and dilated left atrium (la). A mitraclip xtw was deployed, but 5 minutes post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted. The mr was reduced to grade 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.